Event description:
Complainant alleged that during the incoming inspection the device the screen displayed "system fault 36", system fault 37", "system fault 38" and "defib fault 85". The complainant indicated that there was no pt involvement in the reported malfunction.